Event description:
The motor did not stop (the trigger did not turn back to the off position). A backup device was used. Was cutting tool still on when outside of the haptic boundaries - yes. Tha.

Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: it was reported that the mics motor did not stop. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: product history review was not performed as the lot number was not provided. Complaint history review: complaint history review was not performed as the lot number was not provided. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required at this time. If additional information is received then the complaint will be reopened. Product surveillance will continue to monitor the trend. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : product was not available for evaluation.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
The motor did not stop (the trigger did not turn back to the off position). A backup device was used. Was cutting tool still on when outside of the haptic boundaries - yes tha.